Event description:
A customer reported a change in the unit of measurement setting of her freestyle meter. The customer did not observe an error message or low battery icon. The customer took more insulin several times due to her meter readings. The customer became very low and lost consciousness for approximatly 1 hour, and reports to have fallen and injuring herself. The injury was not serious. The customer did not require any medical treatment.

Manufacturer narrative:
Product has been received and investigated. The meter did not confirm to exhibit the memory overwrite malfunction. Calibration parametes were within specification. Meter is inoperable. Customer did not seek medical treatment for injury. Customers and retailers have been informed through the adc fa16may2006 letter.